Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician inadvertently deployed both iliac limb stent grafts into the ipsilateral leg of the aortic body stent graft. Two another iliac limb stent graft was deployed into the contralateral leg of the aortic body stent graft. Following ballooning of the proximal junction of the ipsilateral iliac limb stent graft and placement of a stent in the distal portion of the contralateral iliac limb stent graft, the aneurysm was successfully excluded with no patient sequelae reported.